Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead. A right atrial (ra) lead was present in the patient as well, but was not initially targeted for extraction. The patient had a recent CT scan which detected lead perforation, and would experience pain when they checked threshholds. The rv lead was successfully removed using a (B)(6) 16f glidelight laser sheath with a (B)(6) lld ez lead locking device (lld ez) providing traction. The glidelight was then removed, and a 7f short sheath and medtronic wholey wire were placed to prepare for re­ implantation. Then, a new rv lead was inserted; however, the physician was not satisfied with the first lead and requested a second rv lead. When the second rv lead was placed, it would not advance past the sheath (sheath may have been pulled back, losing access due to occlusion). The decision was made to remove the ra lead in order to re-gain access, and the lead was successfully removed, using the 16f glidelight and lld ez to provide traction. No hemodynamic changes were noted during rv lead extraction, attempted implantation of new rv lead, or extraction of ra lead. Using the glidelight for access, a new medtronic wholey wire was placed for the rv lead, which appeared that it had advanced successfully into the inferior vena cava (ivc). A second wholey wire was placed for the ra lead; however, this wire would not advance past where the glidelight was located in the proximal svc. When a non-(B)(6) long 7f sheath was placed over the first wire (to re­ implant a new rv lead), the patient's blood pressure began dropping and was treated with fluids. However, a pleural effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including fem/fem bypass and sternotomy. A proximal svc perforation was discovered; the wires were found to be outside the svc and located into the lung. The patient survived the svc repair. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5160872.